Event description:
Medtronic received information that this cannula exhibited a split when a suture was tied onto the cannula body. It was reported that this event occurred as a result of the chief perfusionist testing the cannula's durability off the shelf in response to an adverse event that occurred days prior (manufacturer report number 2184009-2011-00037).

Manufacturer narrative:
(B)(4). Evaluation method, results: other - device history review is pending. No product has been returned. Conclusion: other - cause of event cannot be determined. Analysis: no product has been returned for analysis, and the device history review is pending. Conclusion: based on the available information, the cause for this event could not be determined. Upon receipt of additional information or product return, a supplemental report will be filed.